Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level ranged from 139-239 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.